Event description:
The patient expired. There was a report of jaundice, but not further information. Follow-up with the patient's device managing physician provided that a patient family member reported the death to the physician's office. The cause of death was unknown, but it was not thought to be device related. The device system was used to deliver morphine and bupivacaine.